Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient experiencing significant pain at the generator site. A new transvenous system was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient experiencing significant pain at the generator site. A new transvenous system was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of likely explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.